Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer requested and delivered a bolus in addition to a manual injection they administered resulting in a low blood glucose (bg) level. The customer's bg level ranged from 20-53 mg/dl and the customer's husband administered a glucose pen to treat the low bg. Additionally, the customer consumed glucose tablets and carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.